Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude measurements, undersensing, then t wave oversensing and two inappropriate shocks. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service.